Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, and 100% stenosed distal circumflex artery. During the procedure, the distal tip of a hi-torque floppy ii separated and could not be retrieved with a wiggle wire. The wiggle wire unraveled during removal. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history for this product was not reviewed and a similar incident query was not performed because the part and lot numbers were not reported and were not identified on the return device. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The hi-torque floppy referenced is being filed under a separate manufacturing report number.